Event description:
The lay user/patient contacted lifescan (lfs) alleging that their onetouch ultralink meter was prompting an error 2 message. Per the onetouch ultralink user guide the error 2 message prompts when the patient is using a used test strip when testing their blood glucose or there is a problem with the meter. During troubleshooting the customer care advocate (cca) documented that the error 2 message prompts when the patient inserts the test strip, however, the patient stated that she believed it was being prompted due to something being wrong with the meter. The patient mentioned that she tests 6-8 times/day. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged error 2 message was not resolved with troubleshooting. Replacement product was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.